Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers." MDR 1219913-2018-00073 and MDR 1219913-2018-00074 were filed for the same event.

Event description:
Previously (B)(6) advia centaur xp hcv (ahcv) results are now being questioned after (B)(6) results were obtained upon repeat testing in (B)(6) 2018. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00075 on february 12, 2018. 02/13/2018 additional information: the customer is actually questioning the (B)(6) patientt results for (B)(6) and not the (B)(6) results. The patient's (B)(6) clinical history has been (B)(6) since year 2015. The patient came back on (B)(6) 2018 for a new blood draw (red top primary tube) and the sample was ran on (B)(6) 2018. The results were (B)(6) on the advia centaur xp. The same sample was sent to another laboratory which used an alternate method and the result was (B)(6) on (B)(6) 2018. The same sample was sent to location b for repeat on (B)(6) 2018 on the advia centaur xp and results were (B)(6). The patient sample was not available for further testing and investigation. There was insufficient sample to be sent in for testing. The cause for the discordant (B)(6) results is unknown. (B)(6) results can occur but should not exceed specificity as indicated in the instructions for use. (B)(6) can occur due to a non specific interference in the sample itself. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00073 supplemental report 1 and MDR 1219913-2018-00074 supplemental report 1 were filed for the same event.